Manufacturer narrative:
The outflow graft was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Upon initiation of support, there was excessive bleeding from the graft. A second graft was implanted with no evidence of bleeding.